Event description:
The event occurred in india. The issue was observed during routine checkup and no patient was involved. It was reported that the hl20 art mode is not active, and the unit displayed the error message direct. No harm to any person was reported. According to the instructions for use hl 20 version 02 in chapter 5.8.1 check before every application the user has to check the pump modules before every application and ensured that the selected modes are suitable and safe for the application and the patient. Therefore, this failure will be detected prior to use. According to the hl20 service manual the error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The error message ¿direct¿ can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 art mode is not active, and the unit displayed the error message direct. The issue was observed during routine checkup and no patient was involved. No harm to any person was reported. According to the instructions for use hl 20 version 02 in chapter 5.8.1 check before every application the user has to check the pump modules before every application and ensured that the selected modes are suitable and safe for the application and the patient. Therefore, this failure will be detected prior to use. According to the hl20 service manual the error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair. The ccm module and the optical tacho board were found to be defective and need to be replaced. In regards to the reported failure art mode not active, a similar complaint has been already investigated by getinge life cycle engineering. The most probable root cause is a defect of two opto couplers. This typically happens if a pump is placed on an active pump socket (hot plug) or if it is removed from one. In regards to the reported failure error message: direct a similar complaint was also assessed by the getinge life cycle engineering. The most probable root cause for for the reported failure was determined as a defect optical transceiver on the optical tacho board. The review of the non-conformities has been performed on 2025-08-01 for the period of 2019-03-05 to 2025-08-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-03-05. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure art mode not active and error message: direct could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701028580.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 art mode is not active, and the unit displayed the error message direct. The issue was observed during routine checkup and no patient was involved. No harm to any person was reported. According to the instructions for use hl 20 version 02 in chapter 5.8.1 ¿check before every application¿ the user has to check the pump modules before every application and ensured that the selected modes are suitable and safe for the application and the patient. Therefore, this failure will be detected prior to use. According to the hl20 service manual the error message direct leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair. The console control module (ccm) and the optical tacho board were found to be defective. The getinge fst cleaned reconnected both boards in question which solved the reported failures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering. Because both reported failures were resolved by refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2025-08-01 for the period of 2019-03-05 to 2025-08-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-03-05. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "art mode not active and error message: direct" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.